Event description:
Nurse used pounds instead of kilograms in programming cardiac output computer. Also cvp was programmed as 338, an impossible value. Cardiac output result was 1.7l/m, dopamine increased until discovered.